Event description:
Event description guidant received information that this device, one day post-implant, had no output and no telemetry. The patient is doing well. Five days later, the device was explanted. Another device was successfully implanted onto the same leads. The local guidant representative indicated the device had never been programmed or interrogated succesfully. The doctor commented that 'it seems that the device has never worked since implantation'. And 'it seems the battery is not connected'. It has been returned for analysis.